Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator (ipg) was inoperable due unable to establish communication with the ipg. The device was explanted, and a new device was implanted as a result. Therapy was restored was post procedure. There were no complications during the procedure. Patient was stable.